Event description:
High impedance was detected on the patient's generator. X-rays were received by the manufacturer for review. The entire generator product was not within the scope of the images received. Therefore, an assessment could not be made regarding the connector pin being fully inserted through the connector block, as that portion of the generator was not visible in the x-ray images received. Proper strain relief could not be assessed as there were no lateral images provided with good visibility of the leads to date. The cause of the high impedance could not be determined based on the images provided. Note that incomplete pin insertion and the presence of a micro-fracture and/or a lead discontinuity in the portions of the lead that were not visible could not be ruled out. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.